Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment with byte as it would not fix the overbite, by the shape of the teeth, and the position of the roots of the teeth in the gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.